Event description:
A 50 year old male with ms brought to nuclear medicine and moved onto the table. At this time, the head of the table was several inches lower than the foot of the table. The patient was unable to straighten his legs flat against the table, he has uncontrollable spasms in his legs so they were taped to the table with his consent. As the camera moved into place for the third image, it bumped his legs which were bent.